Event description:
It is reported that during surgery on (B)(6) 2009, the surgeon could not seat the above mentioned poly liner into the shell properly because of the deformation of the locking ring. The shell was removed from the pt and new devices were implanted.

Manufacturer narrative:
(B)(4). Eval summary - no product was returned. Deformation of the locking ring may occur if the locking ring tabs are not in the slot of the shell window and the tabs are stuck inside the groove. This may prevent the engagement of the poly liner to the shell. It may also happen that during the impaction of the liner into the shell, the malpositioned locking ring can get damaged preventing further engagement of the poly liner to the shell. Based on the available info a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.